Manufacturer narrative:
Device not returned for manufacturer review which precluded a lot specific analysis or investigation. Device evaluation by manufacturer could therefore not be completed. There have not been any prior history of reports involving similar events. If any additional information that was not available for this initial med-watch is obtained from the patient, an additional med-watch will be filed as appropriate. This report and the information submitted under this report do not constitute an admission that the device or that wellspring or any of its employees caused or contributed to the event described herein or that the event as reported to actually occurred.

Event description:
On (B)(6) 2022, a spontaneous report from the united states was received via email regarding a 16-year-old male consumer who used bactine max advanced healing + scar defense hydrogel. Medical history included a large scrape on his leg. Additional medical history and use of concomitant products were not provided. On an unspecified date, the consumer topically applied an unspecified amount of bactine max advanced healing + scar defense hydrogel to his leg scrape. Within 10 minutes of use, he started shaking and chattering his teeth, "almost to the point of convulsing." He chipped his teeth from the chattering. For treatment, the product was wiped off, the consumer was given benadryl (diphenhydramine), and he was taken to the emergency room. The consumer declined to provide additional information.